Manufacturer narrative:
(B)(4). The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error alarm, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.